Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure, all pieces were retrieved.

Event description:
It was reported that the device broke during the procedure, all pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: bur broke. Probable root cause: inadequate window profile. Inadequate welding process (i.e. Plasma, inductive, gluing). Improper material strength. Inadequate size selected for the application. Material brittleness . Excessive force applied by the user. Incorrect rfid tag. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.